Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level at the time of admission was 600 mg/dl, but was 259 mg/dl at the time of call. The customer's symptoms included nausea and vomiting. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was hyperglycemia. The customer was treated with an IV and manual injections. The customer was in the hospital for a few hours and was released. The caller completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, incorrect settings, or occlusions. The caller performed the high pressure test and it passed. The caller was advised that the device was working as designed and the product was not returned for analysis.